Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
A nurse complained of discrepant glucose results for 1 patient when comparing the results from two accu-chek inform ii meters serial numbers (B)(4) and (B)(4) using the same lot of strips in both meters. At 9:36 the glucose result from meter serial number (B)(4) was 16 mmol/l. At 9:37 the glucose result from meter serial number (B)(4)was 8.5 mmol/l. The nurse did not know if the erroneous results were reported to the patient's doctor. There was no allegation of an adverse event. The nurse did state that the patient's hands were dirty and that the patient was dirty. The nurse tried to clean the patient's hands. Qc testing was acceptable on both meters. The meters and test strips have been requested for return. The investigation is currently ongoing.

Manufacturer narrative:
The customer returned the meter. The returned meter was tested with retention strips and retention controls. Control ranges expected results: level 1 1.7-3.3 mmol/l, level 2 14.5-19.6 mmol/l, obtained results: level 1 ¿ 2.4, 2.5, 2.4 mmol/l, level 2 ¿17.1, 17.1, 17.2 mmol/l. All results were acceptable. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. As the patient's hand were noted as being dirty, it can not be excluded that a possible contamination led to the discrepant results. The investigation did not identify a product problem. The cause of the event could not be determined.